Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that device was explanted due to a sudden drop to eri.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that patient presented in-clinic with device near eri after a previous check had shown a year of longevity. It was noted that the one year longevity was inappropriately high and that current longevity of near eri is correct. Patient will return for another device check, and device will be explanted when it reach eri.